Manufacturer narrative:
E1 - address- (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. However, it was discovered during the inspection that the air valve was rusted. Based on the results of the investigation, a root cause could not be determined as the reported noise was not reproduced. Additionally in regards to the rusted air valve, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the screen of the subject device displayed visual noise. The event occurred during setup. There were no reports of patient involvement.